Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was moving inside the pocket causing discomfort to the patient. The physician decided to explant this s-ICD and implant a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was moving inside the pocket causing discomfort to the patient. The physician decided to explant this s-ICD and implant a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.